Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced extrusion, recurrence, bleeding, dyspareunia, vaginal scarring, urinary/bowel problems, and neuromuscular problems. It was reported that patient underwent mesh revision by implanting surgeon on (B)(6) 2009 and explant surgery with concurrent placement of surgisis biodesign urethral sling (cook medical) on (B)(6) 2010. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01641. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was used. On (B)(6) 2009, the patient was implanted with an ams sparc mesh. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures and continues to experience leg and pelvic pain, difficulty urinating, and dyspareunia. No additional information was provided.